Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received multiple calibration error alarms and change sensor alarm. The customer's blood glucose was 250 mg/dl at the time of incident. The customer stated that a bad sensor alert occurred after second consecutive calibration error alarms. The customer stated that the alarm occurred after initialization. The customer stated that they found the cannula was missing after they removed the sensor. The sensor will be returned for analysis.